Manufacturer narrative:
Patient age/date of birth: unknown as information was not provided. Patient gender: unknown as information was not provided. If implanted, if explanted, give date: not applicable, as the intraocular lens was inserted and removed in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after fully inserting intraocular lens (iol) in the patient¿s ocular sinister (left eye) as the malyugin ring was being taken out, a haptic got caught. The capsule tore after haptic was stuck in the ring. The patient¿s iris was too small to try, and re-insert and the patient left the procedure aphakic. No further information is available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly. Section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 07/29/2020. Section h-3 device returned to manufacturer: yes. Device evaluation: the lens was returned in its original package. Visual inspection using magnification was performed to the returned sample: loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens. Both haptics was observed slightly distorted. The condition in which the sample returned is consistent with a lens that was handled and prepare for surgical process. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.